Event description:
It was reported that the catheter used were nice and straight where the curve end was not sharp however there was no discrepancy observed regarding the hole size and position. It was observed that the catheter had curve in it but resulted in hurting the user during use. User also alleged that curve was too sharp, and they were not usable in warm condition where knob was way off the line. It was stated that quality of the rubber used was not the same quality that customer had received before (last year ¿ in warm condition). User also stated that catheter had difficulty in insertion without experiencing pain even though lubrication was added correctly. It was indicated that customer was suspicious about the quality of the rubber and believed this resulted in misplaced curves and knobs.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "machine error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter used were nice and straight where the curve end was not sharp however there was no discrepancy observed regarding the hole size and position. It was observed that the catheter had curve in it but resulted in hurting the user during use. User also alleged that curve was too sharp, and they were not usable in warm condition where knob was way off the line. It was stated that quality of the rubber used was not the same quality that customer had received before (last year ¿ in warm condition). User also stated that catheter had difficulty in insertion without experiencing pain even though lubrication was added correctly. It was indicated that customer was suspicious about the quality of the rubber and believed this resulted in misplaced curves and knobs.